Event description:
Device report from synthes reports an event in japan as follows: it was reported that an unknown surgery was performed on (B)(6) 2023. During surgery, the screwdriver shaft could not hold a screw. The same screwdriver shaft in different lengths in the set was used instead of the screwdriver shaft in question. The surgery was completed successfully without any surgical delay. This is report 1 of 1 for (B)(4). This report is for (1) matrix mandible/thorax scrwdrvr blade self retaining-medium.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the screw tip of the device is stripped and worn down. The inability to assemble the device can be attributed with the damaged on the device. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [scrdriver shaft matmand med self-holding] would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, reviewed. Device history: part # 03.503.071. Synthes lot # u112294. Supplier lot # u112294. Release to warehouse date: 09 nov 2009. Supplier: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.